Manufacturer narrative:
Patient initials: (B)(6). Patient information is unknown. Device is an instrument and is not implanted/explanted. 510k number is unknown. A review of the device history record was completed: three custom device parts were manufactured on 12july2005. One part was scrapped to meet the custom device request for a quantity of two. No non-conformities were generated during the manufacturing of this lot. The parts were checked for form, fit and functional operation and passed. All raw material used to manufacture this lot have been reviewed and no issues were observed. Review of the device history records showed that there were no issues during the manufacture of the product that may contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the curette handle broke in half intra-operatively. It was reported that while a surgeon was performing a discectomy at l5-s1 on (B)(6) 2015, the curette handle broke in half. Pieces of the handle did not fall inside the wound. The surgeon had this curette custom made. A different curette was used to complete the surgery. There was no harm to the patient and no delay in surgery. This is report 1 of 1 for com-(B)(4).